Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event 3: details of complaint (reported issue): stopping the flow of IV solution through the tubing at the check valve located immediately after the drip chamber (see image, green line), creating a multitude of bubbles and making it impossible to use. This problem occurs both under gravity and on the pump during the air vacuum in the tubing. No injury reported.